Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Conclusion code belongs to the recharger. Report source: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown reporter via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that there was recharging system problem. The battery was overdischarged because the source cable was not working. The patient lost charge even after a low battery in the ins. Troubleshooting was performed. Source cable was not working. It has the arrow inverted indication (opposite side). The action taken to resolve the issue was the recharge system was changed. It was unknown if the issue was resolved at the time of this report. It was unknown if there were patient symptoms or complications associated with this event. It was unknown if medical or surgical intervention was needed to prevent a permanent impairment of a function. It was unknown if the event lead to patient hospitalization. The patient was alive with no injury.